Event description:
The customer indicated that one of their cpus on the acuity central monitoring system shut itself off for unknown reason and did not reboot successfully (failed power on self test). This resulted in a loss of centralized monitoring; however, bedside monitoring was not affected.

Manufacturer narrative:
The device is an installed centralized patient monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device received, analyzes, and displays patient vital signs data from multiple bedside multi-parameter patient monitoring devices through either wired or wireless connections. The customer stated that his acuity centralized patient monitoring station unexpectedly shut down and failed to reboot successfully (failed power on self test). Welch allyn factory service confirmed that the system would not power on and determined the root-cause was related to a defective hard disk drive (hdd). Factory service replaced the hdd and reloaded acuity software. The repaired cpu powered on with no errors and passed all functional tests. The hdd is a sub-assembly of a purchased, off-the shelf, sunblade, model 150-650 mhz, central processing unit (cpu). Welch allyn does not possess troubleshooting capability beyond identifying these subcomponents as the source of failure.